Manufacturer narrative:
A united states customer observed falsely elevated patient results on the advia centaur xpt total hcg (thcg) assay with reagent lot 335. On (B)(6) 2022, four fertility patients being evaluated prior to the start of fertility treatments resulted higher than the physician expected. The same samples were repeated on another advia centaur xpt in the laboratory (same reagent lot) and they resulted lower at 0.2 miu/ml which was clinically expected. Thcg level 1 control recovered near the upper limit of the customers range prior to generating the discordant results. Service was sent to check the system and they replaced connectors, recalibrated and verified thcg precision. Replacement of connectors is considered normal troubleshooting or maintenance for an issue of this nature. Following service, the level 1 control is running near target and the customer has had no further concerns with thcg performance. A potential product performance issue has not been identified. Customer is operational. No further action is required. The instructions for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The limitations section of the IFU states: "test results alone are not diagnoses of medical conditions. For example, low titer elevations of hcg can occur in normal nonpregnant subjects. A physician's diagnosis involves evaluation of the test result in conjunction with, and in the context of, the patient's medical history, physical examination, and other test results- sometimes in consultation with other medical experts."

Event description:
The customer observed advia centaur xpt total hcg (thcg) elevated results from four samples that were considered discordant compared to results generated on the same samples with an alternative advia centaur xpt. The initial results were reported and questioned by the physician(s). There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, elevated advia centaur xpt total hcg (thcg) results.